Event description:
It was reported that during a surgical procedure at the user facility the top housing detached from the bottom housing, which could potentially expose the non-sterile battery to the sterile field. The procedure was completed successfully with no delay. No adverse consequences or medical intervention were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the top housing detached from the bottom housing, which could potentially expose the non-sterile battery to the sterile field. The procedure was completed successfully with no delay. No adverse consequences or medical intervention were reported with this event.